Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted (B)(6) 2012; 5076 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting thresholds above the expected range and programmed output. The lead was currently programmed to a monitor-only status to avoid auto-adjustment. No action was requested and the lead remains in use. No patient complications have been reported as a result of this event.